Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. As customer could not recall past values, tandem technical support could not confirm the reported issue. Customer's blood glucose was 120 mg/dl.